Manufacturer narrative:
During a tonsillectomy, an arc was observed coming from the cautery device and the pt suffered a burn to the mouth and lip. The burn is healing with no report of any complication. The account stated the incident was caused by the tip not being fully seated on the pencil. The sample was returned and evaluated. Visible char marks were identified on the pencil as well as on the tip. From the info provided from the account as well as from the inspection of the returned sample, the root cause has been determined to be user error. Due to the reported burn to the pt, this medwatch is being filed.

Event description:
Pt suffered a burn to the mouth during a tonsillectomy. It was reported that the tip was not fully seated on the pencil.